Event description:
It is reported that surgery was delayed for 30 minutes when the bone cement failed to set up.

Manufacturer narrative:
This bone cement is manufactured at (B)(4) and distributed through (B)(4). (B)(4). Evaluation summary: the complaint stated that the cement did not harden. Careful examination of the batch manufacturing record did not reveal any discrepancies or irregularities. A retain sample and a returned sample returned from the customer were checked for their handling properties. No deviations were found, and both samples were according to the specification in all tested points. We therefore, consider this case closed. If further information becomes available, we will reopen it. Evaluation: device history records indicate device manufactured to specification.